Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek inrange meter serial number (B)(4). The result from the meter was >8 inr. The result from the laboratory using "chronometric" method was 5.65 inr the therapeutic range was 3-4 inr.